Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head had poor contact and when checked during inspection for use, there was no video image. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were not confirmed. The device evaluation found that neither of the complaint issues could be reproduced, but it is likely that the no video image occurred based on all other findings. Additionally, the cable part was twisted and damage was found on the cable section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.